Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was decompensated heart failure. Whether the outcome was device or therapy-related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported through the patient outcome, the patient passed away due to decompensated heart failure. Whether the outcome was device or therapy related was not provided. Right heart catheterization (rhc) was done and labs were taken. The patient was aggressively diuresed with intravenous (IV) diuretics prior to their death. The device operated as expected. The product was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 03jan2020. No further information was provided. The manufacturer is closing the file on this event.